Event description:
Allegedly primary case was done in a different state 6 to 8 months earlier. After returning to home state, patient began to experience pain. Further examination revealed the st joint was a non union.

Manufacturer narrative:
Investigation is not complete. Trends will be addressed. The event code is addressed in the package insert. Although several attempts have been made, no additional information is available at this time. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00626, 00627.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed and analysis showed no trend. Product not returned.